Event description:
It was reported that the patient experienced a change in therapy effect with altered mental status, increased baseline pain which "comes and goes". The patient also experienced "swelling, edema". The patient had symptoms for approximately one year and felt that their concerns had not been addressed. The reporter indicated that the patient was "leaking lymphatic fluid out of her skin" and noted that this "is worse when pain is worse". It was believed that "raw morphine" was "leaking" into her abdomen causing her symptoms. The reporter also indicated that the patient had"mental and physical lethargy". The patient was home in fair condition at the time of the initial report. The patient planned to see the hcp and a rotor dye study was planned for (B)(6) 2010. Per the reporter, the hcp "turned down" the flow rate with "brief" improvement of the patient's symptoms. It was later reported that catheter access port (cap) complications were encountered; the hcp had difficulty aspirating fluid through the cap. Several maneuvers were attempted; the hcp was finally able to aspirate through the cap. A roller study was performed and no problems were found. A follow-up visit was planned for (B)(6) 2010. On (B)(6) 2010, the pump was explanted and replaced due to suspected battery depletion. The catheter was reported to be intact. The pump contained morphine and bupivicaine. There was no patient injury; recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.